Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the patient underwent a positron emission tomography (pet) scan which revealed loosening of the prosthesis.